Manufacturer narrative:
H6-investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5-additional information: reportedly after the initial lens rotated again it was replaced with a non-toric lens. A month later lasik was used to correct the astigmatism. H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.0/+2.0/083 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same sized different model lens and the problem was resolved. The cause of the event is reported as unknown. Reportedly, "the feeling of pushing is heavy and the slipperiness of the cartridge is reduced."